Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was no electrode when it was removed from the body. The customer¿s blood glucose level was over unknown at the time of incident. The customer reported that when the electrode was inserted it lost connection and there were no sensor glucose level recorded. The sensor will not be returned for analysis.